Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from a hole in the side of the bag. The issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between may 30, 2019 to june 01, 2019. The device was received for evaluation. A visual inspection was done and observed a tear in the lower left in back of the bag. A functional test was performed which revealed a leak from the lower left in back of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.